Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (b)(4, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's PICC line placement procedure, the wire guide appeared to kink, lodge/stick and was unable to be advanced any further. As a result, the wire guide was removed and another was used. It was noted the patient experienced adverse effects as a result of this event. However, no information was provided regarding what the adverse effects were. Additionally, device imaging identified bends and coil elongation within the wire guide.